Manufacturer narrative:
The product remains implanted and will not be returned for analysis; additional information will be submitted within 30 days of receipt. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00235 and 1058196-2010-00236

Event description:
Additional information indicated that ten months after the index procedure, angiogram revealed that the enterprise vrd (enc453712/01422127) positioned in the left posterior communicating artery was thrombosed and the patient also developed cerebral infarction with symptoms of right arm weakness as well as inarticulateness. The patient also had lung cancer, and underwent an operation. To treat the vrd thrombosis, argatroban hydrate, heparin and ozagrel sodium were administrated. Dosage and duration is unknown, and for cerebral infarction, arm weakness and inarticulateness, the patient recovered without sequel from all the events. According to the physician, it is generally thought that malignancy has a certain kind of effect on coagulant agent, so it was possible that the lung cancer was one of the factors that might have developed thrombosis. No coil or coils protruded through the stent after the procedure or during the reported event. The discharge medications post index procedure consisted of aspirin 100mg/day and clopidogrel sulfate 75mg/day, but the patient was not compliant. The enterprise was fully expanded, appose to the vessel wall and in a stable position during the event, and the occlusion of the aneurysm was 100% after the index procedure and remained 100% at the time of 1 year follow-up. At the time of index procedure, the unruptured saccular aneurysm neck was 5.5mm, and the neck to sac ratio was 5.5mm: 8.9mm. The parent vessel size diameter proximal was 4.3mm and distally was 3.5mm. The relationship of the vrd thrombosis, cerebral infarction to the procedure was highly probable, and to the device also highly probable. The relationship of the lung cancer to the procedure was unrelated and to the device also unrelated. There is no more information available regarding this event.

Manufacturer narrative:
Initially it was reported that there was difficulty maintaining the position of the prowler select plus microcatheter (mc) and inability to recapture the enterprise vrd; both devices removed from the patient. Additional information was received reporting that ten months after successfully implanting another enterprise vrd there was instent thrombosis with cerebral infarction. It was initially reported that when attempting to deploy the enterprise vrd ((B)(4)) to treat an aneurysm that was at a bend the prowler select plus microcatheter and enterprise "came off" from the target lesion due to heavy tortuosity of the middle cerebral artery (mca). The instructions for use outlines that use is generally contraindicated in anatomy that is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. The vrd was protruding slightly from the microcatheter, so an unsuccessful attempt was made to recapture it. Therefore, the devices were removed as a unit and another vrd ((B)(4)) was successfully placed; it was fully expanded and appose to the vessel wall. Additional follow-up information reported that angiogram ten months post index procedure revealed that the implanted enterprise vrd was thrombosed and the patient developed a cerebral infarction. The thrombosis was treated medically and the patient recovered without sequel from the events. The patient also had a lung cancer, and underwent an operation six days after the reported thrombotic event. According to the physician, it is generally thought that malignancy has a certain kind of effect on coagulant agent, so it was possible that the lung cancer was one of the factors that have developed thrombosis. Additionally it was reported that the patient was not compliant with the prescribed antiplatelet medical treatment. The procedure was coil embolization for an aneurysm of the ic-pc which was at a bend. At the time of index procedure, an unruptured saccular aneurysm neck was 5.5mm, and the neck to sac ratio was 5.5mm: 8.9mm. The parent vessel size diameter proximal was 4.3mm and distally was 3.5mm. The microcatheter distal tip was not re-shaped. Prior to deployment, the microcatheter was first placed distal to the aneurysm neck, and after the microcatheter was placed distal to the aneurysm neck, the enterprise was advance through the microcatheter. Once the enterprise was in positioned, the microcatheter was withdrawn to expose the stent. The enterprise stent was not taking past the recapture point. After the system was removed, no damages were noticed on any of the devices. The occlusion rate of the aneurysm after the index procedure was 100% and remained 100% at the time of the one year follow-up. Ten months after the index procedure the enterprise vrd positioned in the left posterior communicating artery was thrombosed and the patient also developed cerebral infarction with symptoms of right arm weakness as well as inarticulateness. To treat the vrd thrombosis, argatroban hydrate, heparin and ozagrel sodium were administrated. Dosage and duration is unknown, and for cerebral infarction, arm weakness and inarticulateness, the patient recovered without sequel from all the events. Per the physician, the relationship of the vrd thrombosis, cerebral infarction to the procedure was highly probable, and to the device also highly probable. The relationship of the lung cancer to the procedure was unrelated and to the device also unrelated. Note: cordis lot # 01422127 is lake region lot # 01422127. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422127. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and cerebral infarction are known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Based on the reported information it appears that this patient's comorbidity and noncompliance with antiplatelet therapy may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00235 & 1058196-2010-00236.

Manufacturer narrative:
Aspirin: (B)(6) 2007 - ongoing, clopidogrel sulfate: (B)(6) 2007 - (B)(6) 2011. Cilostazol 200 mg/day: (B)(6), 2011, edaravone 100 mg/day: (B)(6) 2011, argatroban hydrate 60 mg/day: (B)(6) 2011, heparin 2,000 u: (B)(6) 2011, 12,000: (B)(6) 2011, 12,000u: (B)(6) 2011. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00235, 1058196-2010-00236 and 1058196-2012-00033.